Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the hcp wanted the code to program the pump to off state. The pump was empty. It was thought the pump went empty about 1.5 years prior to (B)(6) 2019. The event logs had not been read. It was unknown why the pump went empty. The hcp was supplied with the pump off code for (B)(6) 2019 via the tablet. No symptoms were reported. There were no further complications reported at this time.